Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's circumflex artery. Attempts to cross the target lesion were unsuccessful due to the narrow opening of the target lesion. In response, an attempt was made to withdraw the sds from the pt, however, the sds wouldn't re-enter the guide catheter. The sds and guide catheter were subsequently withdrawn from the pt as one unit without complications. Upon inspection of the device, the stent was observed to be missing. No attempts were made to locate the stent since the physician was not certain whether the stent remained in the pt. Subsequently, another stent was successfully placed at the target lesion. There were no add'l complications reported relative to this event.